Event description:
An article was published in archivos de la sociedad española de oftalmología on 10-jun-2022 entitled, 'state of refractive surgery with visian icl posterior chamber phakic lens in spain'. The article reports adverse events following icl implantation. The article referenced (four high vault cases which were solved by rotating the lens to the vertical meridian). Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: h6: medical device problem code: 1494- off-label use (acd<3.0mm) and (age<21) (age>45). Claim#: (B)(4).